Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on february 05, 2025, with catalog number mcghan300cc. Based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening and broken assessed as fold flaw opening also observed missing piece of shell assessed as inconclusive. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, e1, h3, h6.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.